Event description:
Consumer reports toothbrush head disengaged during. This is reported as a malfunction with the potential to cause serious injury. A minor injury ¿cut my cheek¿ occurred.

Manufacturer narrative:
Lot number: head: 93411a, handle: dd0102j1. Manufacturer date: head: 12/07/2009, handle: 04/12/2010. (B)(4).